Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a device leak occurred. On (B)(6) 2021, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx device. On (B)(6) 2024, 862 days post index procedure, transesophageal echocardiogram (tee) assessment was done which revealed a 7mm leak around the device. The patient was taking aspirin (81 mg/day) at the time of the event. There were no patient complications reported.

Manufacturer narrative:
H6: impact codes added. B5 describe event or problem: updated with additional information received.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a device leak occurred. On (B)(6) 2021 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx device. On (B)(6) 2024, 862 days post index procedure, transesophageal echocardiogram (tee) assessment was done which revealed a 7mm leak around the device. The patient was taking aspirin (81 mg/day) at the time of the event. There were no patient complications reported. It was further reported on (B)(6) 2024 in response to the device leak, the patient underwent the procedure of device repositioning. The patient medication regime was also changed to clopidogrel (75mg/day).